Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure the physician was unable to get the locking mechanism on the burr hole cover to engage and lock the lead. After several trouble shooting attempts, the clip of the burr hole cover was replaced, and they were able to engage and lock the lead. The procedure was completed successfully.

Manufacturer narrative:
The returned burr hole cover retaining clip was analyzed and passed all tests performed and exhibited normal device characteristics.

Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure the physician was unable to get the locking mechanism on the burr hole cover to engage and lock the lead. After several trouble shooting attempts, the clip of the burr hole cover was replaced, and they were able to engage and lock the lead. The procedure was completed successfully.